Manufacturer narrative:
H10: there was no report of patient impact, the device was removed from service. No additional details, nor the final disposition of unit were provided. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator alarmed with a leak. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed an unspecified alarm had occurred. The bme reported the device was submitted for repair with report of low tidal volumes and that there were no diagnostic codes found in the device log. Investigation is ongoing.